Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Continuity testing passed, indicating conductors are intact. Electrical test passed, indicating no electrical shorts between conductors. A stylet insertion test passed without issue, indicating no blockage in the lumen. The lead was returned with the helix retracted. Noted dried blood/body fluid in helix housing and the tip region. The helix mechanism could not be tested due to the dried blood in the housing.

Event description:
It was reported that this right ventricular (rv) lead was explanted. There is reasonable evidence suggesting that there were unknown product performance issues as this lead had been implanted for less than a year. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.